Event description:
The patient had developed diaphragmatic stimulation one day post-op. Pacing was turned off in the lv lead and later rechecked in clinic. The patient still has a small amount of stimulation when leaning over. On (B)(6) 2011 the lv lead was left off and the patient was not taken back to the or for a reposition. All available information suggests this lead remains inactively implanted. If additional information is obtained, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.